Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to difficult to charge. The patient is doing great post operatively. The explanted device will not be returned.